Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The following sections were updated: the tasp was returned and examination of the returned parts determined that there were the signs of repeated use and has both sub components 1 and 2 disassembled / missing and the missing components were not returned. There was foreign material at least on one side of the instrument. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation and corrective action. It is recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instruments was returned missing ball plungers. No patient consequences were reported as a result of the malfunction.